Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed called to state that the arctic sun device was failed calibration for an error 80 (non-recoverable system error). The check of the diagnostic showed a failed mixing pump. They would order and replace it locally.

Event description:
It was reported that biomed called to state that the arctic sun device was failed calibration for an error 80 (non-recoverable system error). The check of the diagnostic showed a failed mixing pump. They would order and replace it locally. As per follow up information received via email on 15jun2023. Spoke with biomed stu who confirmed mixing pump was replaced and device sent back to floor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.